Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 405828, batch#: 0001547427. Complaint received via email(s). From ob/ l&d - md patel with anesthesia, attempted to place an epidural, the needle/guide wire did not come out with about 7cm of the plastic covering. It was believed to have broken off in the patient. 09dec2024: additional details: piece of catheter broke off while needle was inserted was any component left in the body? If yes, was it retrieved? Yes, left in body. No, not retrieved. Was the procedure completed using another tray? Yes.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the catheter was observed to be damaged, a portion of the catheter noted to be missing, verifying the reported incident. There is no other issue identified to indicate why the damage occurred. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001547427 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. Based on the available information we were not able to identify a root cause at this time. We have notified the supplier of this incident. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.